Event description:
Radiology staff report that they noticed leaking from the medrad injector tubing when trying to prime the CT injector. Staff report that the tubing appears to be intact when they take it out of the package and visually examine it. When they attach the tubing to the injector syringe, they report that they have heard an audible "crack." Upon removal of the tubing, they can then see that it is cracked. Staff report no excess force or torque has been used to apply the tubing to the syringe. When they do not hear an audible "crack," staff proceed to prime the tubing. They report that in doing so, they often experience leaking at this point. When the tubing is removed from the syringe, they are able to see a visible crack in the tubing. Staff contacted the manufacturer directly to report the problem. The manufacturer told the radiology staff that they have heard of this happening, but no one was able to provide samples. Radiology staff saved several samples and gave them to the manufacturer for investigation/analysis. Of note, the packaging on all of the affected devices appears intact. There is no visual evidence of cracks in the tubing prior to placing it on the syringe. Likewise, the tubing is stored in a storage shelf in a temperature regulated environment. We have noted that the packages have not been crushed or handled in any way that would contribute to these event findings. Staff report they have noted multiple lots seem to be affected, although some tubing within the same lots do not crack. Staff do not know why this is occurring.===================== manufacturer response for disposable syringe & tubing for CT with contrast, stellant======================the manufacturer issued an urgent medical device field correction.